Manufacturer narrative:
Investigation by support determined that this issue is related to recall 2183926-02262016-068-c. Additional information will be documented in the recall.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the analog output feeding their volcano system was 'disappearing' during an active study. It was then necessary for the site to reboot the hemo monitor during the procedure to restore functionality. With the temporary loss of recording and displaying a patient's monitored vitals, there is a potential for a delay in diagnosis or treatment. The customer stated there was no adverse patient care noted in this incident. (B)(4).

Manufacturer narrative:
Merge healthcare conducted an internal quality investigation to address the issue reported in recall 2183926-02/15/2016-068-c, FDA recall number z-2707-2017. Merge healthcare received reports of noise on one or both of the analog output signals from the merge hemo schiller pdm (patient data module). It is possible that given certain conditions the display of the analog out signal can display spikes. These spikes will interfere with the display waveform. This has been seen when sending the proximal arterial signal to a 3rd party ffr vendors system for calculating non-integrated ffr with the merge hemo system. However, this issue will not affect customers that do not use the analog output signals from the pdm. Use of the affected product may display noise on one or both of the analog out signals from the pdm. This could cause the waveform output from the hemo pdm to be unusable by 3rd party vendors looking to display pressure or potentially ECG waveforms on their systems. For customers who experience this issue and want to correct it requires opening the pressure line to atmosphere and allowing the hemo monitor's pressure channel go down to zero. Then the pressure transducer is to be closed to the air. Once the pressure transducer is closed, the pressure waveform will again appear on the hemo monitor's pc (above zero). This process resets the analog out channel. The investigation and troubleshooting activities conducted by merge healthcare found that the issue occurred on schiller pdm's using firmware 2.52.04. A supplier corrective action request (document ID (B)(4)) was completed by schiller. The spikes on the analog output channels were caused by asynchrony data output. The asynchrony was caused from a timing issue within the pdm firmware. It was noted that all firmware versions were affected. Schiller made corrections within the firmware, 2.52.11. The revised schiller pdm firmware was validated by merge healthcare in conjunction with merge hemo software. The correction has been verified to be effective as is evidenced through the reduction of customer complaints concerning this issue. Revised information contained in this supplemental report includes the following: g7: indication that this is follow-up report 1. H1: indication of malfunction as reportable event . H6: evaluation codes: methods: 22 software evaluation. Results: 110 design error [the device or component had faulty (incomplete or incorrect) software design]. Conclusions code: 12 design deficiency [the device problem was traced back to the design specifications (e.g. In the requirements, testing processes, hazard analysis, implementation strategy].